Event description:
Customer reported a secondary infusion of vancomycin infused faster than intended and back flow into the primary was observed. Reported vancomycin 1 gram/200 ml was hung as a secondary to infuse at 100 ml/hr. It was noted the 200 ml bag of vancomycin infused in 30 - 45 minutes. It was also noted the secondary was back flowing into the primary; the dose was administered by continuing the primary infusion. No pt harm reported. No additional info was provided. The customer reported the set was discarded.

Manufacturer narrative:
Manufacturer's report date: 05/06/2009. Pt's info requested and all available info included.